Manufacturer narrative:
Visual examination of the tip of the reduction sleeve found that the sleeve tips are within print specification at the mas head retention features. Visual and optical inspection did not identify any material damage relative to the inner sleeve tip that would indicate misuse. A functional was performed; the subject instrument properly retained both lmc and mmc mating part simulations. Additionally, a functional evaluation was performed on all sleeves and extenders utilizing a sample multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. Dimensionally evaluated m12 thread utilizing gages, the m12 threads passed both gage evaluations, as well as 3mm flat dimension. The 3mm flat was evaluated with a pin gage, and found to be within print specification.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that one of the inner sleeves is stuck irreversibly inside the outer extender. The other outer extenders are bent and unusable and will not grip properly onto the screw head. Sales rep, (B)(4), states that part and lot number 7576305, rs10c041 and 7576301, sa09b154 were stuck together. All instruments were used in the patient. Use during surgery is how they noticed the instruments were bent and out of alignment. Because of this, the surgeon had to move from a percutanious delivery to a mini open procedure. This change did not affect the surgery time. There were no patient complications.